Event description:
A clinical services manager (csm) reported a customer had "5 episodes of cellulitis at pump insertion sites." All sites have been treated with antibiotics. Her physician recommended using chlorhexidine skin prep as well as changing insulin from novalog to humalog. It is not known if the customer sought medical treatment on multiple occasions or if the "5 episodes" were treated during one visit. Attempts to reach the customer were not returned. The pod is not expected to return for evaluation.

Manufacturer narrative:
The device was discarded and therefore unavailable for evaluation. We are unable to determine if any product condition contributed to the patient's infection. No product lot number was reported, so no review of lot qualification (including sterilization) records was possible. The omnipod user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."